Event description:
It was reported that the device caused multiple reactivate errors followed by a replace instrument error every time the customer attempted to activate the device on any type of tissue during a lap right cholecystectomy. The procedure was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was bent this caused the jaws to be misaligned when closed. As result of this the upper jaw grasping teeth were bent, this resulted in a short with the electrode and a ¿reposition jaws and reactivate¿ alert screen when the jaws were fully or partially closed. Due to the condition of the device not all functional testing could be performed. The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.